Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 804:26 failure code was confirmed during product evaluation by baxter service personnel. This condition was attributed to a software failure. As this was a software failure, no parts were replaced to resolve the primary issue. The user interface module software version for this device is colleague 2006 (5.09.90). A service history review revealed that this device has been serviced seven times prior to this event. The device has not been previously sent into service for the reported condition of 804:26 failure code. A device history record review was also performed with no abnormalities being observed.

Event description:
The facility reported a colleague infusion pump with an 804:26 failure code. The facility representative was not able to provide information on when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative was able to state that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version for this device is unknown at the moment. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.